Event description:
It was reported that when opening the package of an xceed product, it was noticed that the stent was slightly deployed. There was no patient involvement. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.